Event description:
It was reported that customer experienced CGM error 42 while using G7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted Technical Support, received full pump reset instructions, performed pump reset with guidance, and successfully started new sensor session, after which CGM error did not reappear.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: Unknown / Unknown / Unknown / Unknown.